Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e433 was due to a defective high voltage power supply (hvps) board and a defective generator board. Probable causes of a defective generator board include: a defective tr1 transformer on the generator board (permanent error). A defective current transformer on the generator board (permanent error). A defective impedance transformer on the generator board (permanent error). A defective peak rectifier on the generator board (permanent error). A missing drive signal for the output stage of the generator board (permanent error). The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). Additionally, probable causes of a defective hvps board include: the supply voltage from the hvps board is missing or too low (permanent error). A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the error code e433 was found during preparation for use and there was no patient involvement.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of a displayed error code e433 that was found during preparation for use. The procedure was completed using a similar device. No patient injury or harm has been reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the unit displayed error 433 and restarted continuously due to faults within the high voltage power supply (hvps) board and generator board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.